Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, fentanyl and bupivacaine. The doses and concentrations were unknown. It was reported that for the last two months (from (B)(6) 2017), or maybe longer, the patient did not feel like she was getting the medicine when she was lying down. Sometimes, it did ¿feel like she was when she used the bolus¿. The consumer felt there may be an issue with the catheter. The patient wanted the healthcare provider (hcp) to check out the catheter and do diagnostics on it. The patient was never out of pain. Sometimes the ptm would take the edge off, and then other times the patient would feel like she was going through massive withdrawals. The patient was having a severe increase in leg pain, back pain, headaches. It was noted that the patient was super constipated or had bladder issues. The patient told their hcp about this, and that hcp said that the patient was sitting down all the time and needed to quit doing that. When the patient was in severe pain, she would stand up and rock back and forth. The patient did not sit all the time, and the hcp did not even know what she did. It was noted that 2-3 weeks ago (from (B)(6) 2017) the hcp titrated the patient¿s medication down. On (B)(6) 2017 (at 2am) the patient called the hcp sobbing hysterically because she was in a lot of pain for 8 hours. The patient was experiencing horrible back and leg pain that got significantly worse. The patient¿s preexisting right arm pain from reflex sympathetic dystrophy syndrome (rsd) got worse. The patient felt like she was going through withdrawals. The patient¿s hcp told her that her (B)(6) was denying maintenance of the pump. The hcp was going to turn the pump off and put the patient on a patch on (B)(6) 2017. It was noted that ¿over christmas time¿, (B)(6) denied the patient her oral pain meds, and she went through massive withdrawals. The consumer noted ¿it had been nothing but problems.¿ there were no further complications reported.